Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the fall-off failure was isolated to a shorted orange (lead 2-) wire. The cause for the shorted wire was contact with an exposed wire in ECG c . The root cause for the exposed wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check belt" messages.